Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "clip misfired."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering inspected the returned unit and found that the jaws were not parallel. The device was actuated and engineering was able to confirm the customer's experience of scissoring. The exact cause of the misalignment is unknown; however, jaw misalignment can be caused by device actuation on thick, dense material with the jaws aligned non-perpendicularly to the application plane. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.